Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. Biosense webster became aware of this reportable malfunction upon evaluation of the complaint product which was completed on 11/06/2008. The results of the investigation confirmed soft pu as the root cause. Manufacturer analysis lab attributed this to an intermittent pu mixer failure. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
The customer reported the product for contraction problems with the lasso loop. Upon receipt, it was noted that the tip was separated at the tip to shaft transition. No pt injury was reported. The additional information the company representative provided did not indicate that the customer was aware of the condition when they returned the device.